Manufacturer narrative:
(B)(4). Concomitant devices - nexgen precoat cemented femoral component size f left: catalog #: 00599001601; lot #: 61412336. Nexgen stemmed precoat tibial component size 6: catalog #: 00598004702; lot #: 61507122. Nexgen articular surface size ef 12mm: catalog #: 00596404012; lot #: 61181150. Report source - foreign: australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address patellar pain approximately twelve (12) years post-operatively. During the revision, there appeared to be a slight depression on the articulation surface of the patella and roughening on the articulation of the medial component. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.